Event description:
Customer reported a precharge voltage error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and turned on the battery breaker. Customer had inadvertently turned off the battery breaker. System operates as intended.